Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed the motor arm cannot communicate with the main arm and the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the auto test is passed. The insulin pump will not be returned for analysis.